Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. The patient¿s cgm displayed 130 mg/dl; however, he lost consciousness and fell onto the floor injuring his elbow. Emergency medical services (ems) was called. While waiting for ems, his spouse place glucose tablets under the patient¿s tongue and when he regained consciousness, provided him with orange juice. His bg post-glucose and juice was 40 mg/dl. At the time of the report, the patient had recovered. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.